Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Tactile changes occurred prior to damage to ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: the keypad was found to be torn over the ok button. During testing, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, the display was found to be dim and fading. A test screen was inserted and was found to function properly.